Manufacturer narrative:
Philips investigated the reported complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot. A review of the log files indicated that the cause of the system boot-up issue was the absence of mains power. Following a discussion with the customer, the rse confirmed that the system¿s on/off relay had been deactivated. To resolve the issue, a reset was performed, after which the system started up correctly. The system was returned to use and verified to be in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system had shut down on its own and was unable to boot up again. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.